Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2002. Patient's legal counsel further reported patient allegations of pain, lack of mobility, damage to bone/tissue, metal poisoning, metallosis and elevated metal ion levels. Subsequently, patient underwent revision procedures on (B)(6) 2007 and (B)(6) 2008. A review of the invoice history indicates patient underwent a total hip arthroplasty on (B)(6) 2007. Invoice history further suggests patient underwent a revision procedure on (B)(6) 2008 due to infection. A revision invoice could not be located to confirm the (B)(6) 2007. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional/corrected information that was unknown at the time of the initial medwatch. Corrected data: not revised - remains implanted. This report is number 1 of 5 mdrs filed for the same patient (reference 1825034-2014-06054/6057 and 2015-01105).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2002. Patient's legal counsel further reported patient allegations of pain, lack of mobility, damage to bone/tissue, metal poisoning, metallosis and elevated metal ion levels. Subsequently, patient underwent revision procedures on (B)(6) 2007 and (B)(6) 2008. A review of the invoice history indicates patient underwent a total hip arthroplasty on (B)(6) 2007. Invoice history further suggests patient underwent a revision procedure on (B)(6) 2008 due to infection. A revision invoice could not be located to confirm the (B)(6) 2007. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the operative report noted patient underwent a right hip arthroplasty on (B)(6) 2007 and a left hip arthroplasty on (B)(6) 2002. Revision operative report noted patient underwent a left hip revision on (B)(6) 2008 due to infection. Operative report further noted the presence of serous drainage, granulation tissue, synovitis and a greater trochanteric fracture during removal of the stem. All components were removed and replaced with cement spacers. Operative report noted patient underwent an additional left hip revision on (B)(6) 2008 due to a femur fracture and loose femoral spacers. The femoral cement spacers were removed and competitor components were implanted. No revision was reported for the right hip.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2014-06054/06057).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.